Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels and a leaking infusion site after a morning supply change. Inspection revealed a bent cannula from an inset 23" infusion set. The agent guided the user through a site change and advised ketone testing and following ketone action protocol (kap). Follow-up confirmed bg levels were stabilizing at 390 mg/dl. The highest blood glucose (bg) recorded was 390 mg/dl. Bg was corrected through a site change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.